Event description:
Same case as:2134265-2014-04275. It was reported that the tip of the rotawire was broken. The 90% stenosed target lesion was located on a mildly tortuous and mildly calcified left anterior descending artery. A 330cm rotawire and a 1.25mm rotalink¿ burr were used for treatment. During procedure, the foot pedal was performing irregularly, sometimes it would engage and sometimes it would not. Resistance was encountered while the burr was advanced and the rpm kept dropping. It was also observed that when the foot pedal was stepped everything would drop. The issue was reported to the biomed to check the device. The tank was noted to be full. After the procedure, the burr was removed from the patient with no resistance. It was then noted that the tip of the wire broke off and advanced downstream diagonally and was non retrievable. The procedure was completed with this device. No other patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as:2134265-2014-04275. It was reported that the tip of the rotawire was broken. The 90% stenosed target lesion was located on a mildly tortuous and mildly calcified left anterior descending artery. A 330cm rotawire and a 1.25mm rotalink¿ burr were used for treatment. During procedure, the foot pedal was performing irregularly, sometimes it would engage and sometimes it would not. Resistance was encountered while the burr was advanced and the rpm kept dropping. It was also observed that when the foot pedal was stepped everything would drop. The issue was reported to the biomed to check the device. The tank was noted to be full. After the procedure, the burr was removed from the patient with no resistance. It was then noted that the tip of the wire broke off and advanced downstream diagonally and was non retrievable. The procedure was completed with this device. No other patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination was performed. The handshake connection was contained within the housing. An attempt was made to push back the burr to expose the handshake connector for inspection, however a resistance was encountered and the handshake connector could not be exposed. The housing was dismantled to visualize the handshake connector inside the sheath. A kink was noted in the coil of the catheter. The catheter could not be successfully connected to a test advancer as it would be necessary to cut the sheath to reveal the connector and as a result the handshake connection between the catheter and the advancer would not be contained within the advancer as the housing of the catheter was also dismantled. It is likely the coil was kinked as a result of removing the distal gripper with force during preparation for the procedure. The burr of the device was inspected and the annulus was found to be free from damage. There was a presence of saline around the annulus of the burr however it is unlikely to have impacted the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).